Event description:
It is reported that the patient was revised due to an internally rotated tibial component.

Manufacturer narrative:
: Review of the primary operative notes does not indicate root cause. Office visit notes indicate that the patient experienced a fall and afterward presented with an extensor mechanism injury. Second and third operations were reported due to patellar subluxation. The patient walks with her foot externally rotated and dr. Fletcher indicated that this may be a result of an internally rotated tibial component. Revision operative notes indicate that the extensor mechanism was deranged. The vastus medialis muscle was reported to cross the anterior aspect of the knee in the midline of the thigh. The quadriceps tendon was located laterally, where the vastus lateralis should be located. The femoral component was reported to be well fixed and positioned. The tibial component was reported to be significantly internally rotated, which corresponds to the previously reported abnormal locations of the extensors. The issue appears to be related to improper positioning of the tibial component. Device history records were reviewed and found to be conforming. The investigation could not verify or identify any evidence of product contribution not the reported problem.